Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed off-label to treat functional severe tricuspid regurgitation (tr) after concurrently treating mitral regurgitation. Intra-cardiac echocardiogram (ice) imaging was used which produced limited imaging. One mitraclip was placed successfully on the mitral valve without issues. The steerable guide catheter was then retracted to the right atrium and advanced towards the tricuspid valve. A mitraclip xtw was placed anterior-septal. Perpendicularity to line of coaptation could not be performed due to limitations of imaging. During deployment, when the actuator knob was retracted, the clip detached from the septal leaflet (single leaflet device attachment (slda)). The clip was fully deployed only attached to the anterior leaflet. No further intervention was performed and the procedure ended with tr unchanged at severe grade. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported improper or incorrect method or procedure was associated with the user not aligning the clip arms perpendicular to the line of coaptation. The reported unchanged tr and foreign body in patient were cascading events of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6 health effect - impact code 4614 was removed. 4641 and 4607 added. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported improper or incorrect method or procedure was associated with the user not aligning the clip arms perpendicular to the line of coaptation. The reported unchanged tr and foreign body in patient were cascading events of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. On (B)(6) 2024, reintervention was performed as tr remained grade 4. One triclip xtw (lot: 40911r1028) was placed successfully, reducing tr to grade 2-3.